Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 3300tfx 23mm bioprosthetic aortic valve, implanted for five (5) years and four (4) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 25mm inspiris resilia valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was learned via the implant patient registry and medical records that a 3300tfx 23mm bioprosthetic aortic valve, implanted for five (5) years and four (4) months, was explanted due to calcification. The explanted device was replaced with an 11500a 25mm inspiris resilia valve. Per medical records, the patient underwent a complicated avr with 25 mm 11500a inspiris resilia aortic valve, septal myectomy, root enlargement with a 26 mm vascular graft, CABG x1, placement of iabp, and central ECMO for immediate intra-op rv dysfunction without significant right ventricular recovery. After the procedure, the patient was transported to the critical care unit in critical but stable condition. The postoperative hospital course was complicated with thrombocytopenia and anemia secondary to acute blood loss, pafib treated with medication, left lung atelectasis, respiratory klebsiella pneumoniae, aki, and was started on crrt, severe rv dysfunction, respiratory failure, and refractory hypotension. Despite volume replacement and multiple pressors, his prognosis was poor. Due to worsening condition, the decision was made to wean the patient off mechanical and pharmacological support, and he eventually expired on pod# 25.

Event description:
It was learned via the implant patient registry that a 3300tfx 23mm bioprosthetic aortic valve, implanted for five (5) years and four (4) months, was explanted due to calcification. The explanted device was replaced with an 11500a 25mm inspiris resilia valve. Per pathology report: the valve leaflets are partially calcified and has small amount of vegetation attached.